Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
While the patient was connected to the clinic screen and power module a pump off alarms displayed on the screen. The bedside rn stated the pump stop button on the system monitor was not pressed. The pump turned off, emoji showed up on the screen and the pump turned back on. The clinical screen was replaced and the issue has not reoccurred. Log file analysis confirmed the intentional pump stoppage event. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿pump off alarm this past weekend while on clinic screen and power module¿ was confirmed with the data captured in the submitted log files. The log file captured intentional pump stop fault code on june 14 that appeared to have been initiated via the system monitor at 8:43 am. Approximately 2 seconds later, the pump speed value was captured zero rpm with associated hazard alarms. The system recovered to the stored patient speed value of 5,800 rpm with seconds. After the pump stop event on june 14, there were no other pump stop event captured. The system operated within the set speed values thereafter. Event details indicated the system monitor was exchanged, which resolved the issue. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system monitor (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. The heartmate ii instructions for use (IFU) and the heartmate 3 IFU, have details on the proper use of the system monitor and advise that if the system monitor does not function properly, to contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.